Event description:
Additional information received stating that patient himself requested the doctor to implant the lens as per his research, doctor had explained him everything about the lens and its functional near vision, it was also told that he may require the glasses after the surgery. Patient had cataract only in one eye and now after the surgery he was comparing the vision with the non cataract eye and finding it different. Doctor told that the patient had a posterior subcapsular cataract and clearly explained him before the surgery. After the surgery, patient was explained about the yag laser for clear vision and asked him to visit but he did not turn up. Update from the patient states that he was using the prescribed spectacles, but not very comfortable with the vision.

Manufacturer narrative:
Correction information has been provided in b.5. And additional information has been provided in b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer (who is also a physician) reported that during a cataract surgery, he was implanted with lens in the left eye. He had issues with reading small print letters. He thought that the vision would be corrected to an extent that he would not require glasses except for small print letters, but that was not the case. He was prescribed with bifocals. For certain reasons, the consumer was asked to continue the medication for another month. Additional information has been requested and received stating that he did not regain the vision to the supposed extent post cataract surgery. Poor vision in all the zones.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).